Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a sensor issue and high blood glucose event. The customer¿s blood glucose was 177 mg/dl at the time of incident. Customer stated that the insulin pump. Had a calibration not accepted and change sensor alert. Customer reported that the sensor was securely taped to skin and the sensor was not expired. Customer also reported a high blood glucose of 400 mg/dl and no treatment was reported and no troubleshooting was performed. The sensor is not expected to return for analysis.